Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting intermittent loss of ventricular output. Implant date-6/12/96 remains implanted. This event is being upgraded from a malfunction to a serious injury based on information that was received on 8/15/96. Cpi received information that an invasive procedure was performed to analyze the system. The ipg had loose set screws that were tightened and pacing resumed. The ipg remains active.